Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ (9e1) shrink station database. ¿ case: (B)(4) ¿ asc oktul 9e1: manual reindex (cannot remotely connect to idn s stations). ¿ case: (B)(4) ¿ 9e1 fatal error. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was bloated, preventing users from logging in. A technical support specialist connected to the stations via rss and performed database shrink and reindexing tasks to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system experienced a fatal error when removing medication, causing users to get logged out. There were no adverse events reported based on this incident.